Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2018 with blood glucose of 35 mg/dl at the time of the incident. The customer was at 212 mg/dl at the time they went to bed and 397 mg/dl at the time of the call. The customer was given glucose shots to treat. The customer was wearing the insulin pump during the incident. The customer stated the pump was over delivering insulin at night. Troubleshooting was completed but did not resolve the issue. The customer had a low on (B)(6) 2018. The customer stated that sometimes their pump screen goes blank. The insulin pump will be returned for analysis.